Event description:
Livanova (B)(4) received a report that the circuitbreaker of the hospital keeps tripping out when aheater-cooler system 3t is plugged in.there was nopatient involvement.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A complaints database review revealed no other similar previous complaint submitted by this hospital. According to follow up with the customer, unit keeps tripping the circuit breaker. Test kit away on calibration so did not plug in to limit annoyance of customer and potential taking out of the whole theatre complex. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: the reported issue could be confirmed. The most likely root cause is the degradation of the cooling coil leading to a hole formation with consequent refrigerant leak and water ingress in the refrigeration cycle which damaged the cooling compressor. The compressor failure leads to an increase of the leakage current of the device and the circuit breaker will trip. The device has been scrapped. The reported event is a known issue. Livanova put in place corrective action to reduce this type of events in case of breach of the cooling coil being generated due to stirrer flow in the tank leading to hole formation in a narrow area of the coil. However, in this specific case, the exact location of the hole on the cooling coil could not be determined. In december 2021, it was performed the erosion kit upgrade of the device that includes the new design of the pump head of the stirrer motor to prevent the water flow directed to the narrow area of the cooling coil. The reported event was claimed almost one month after the upgrade and it is not possible to exclude that the condition of the cooling coil was already compromised before the upgrade to such an extent that the copper was rather degraded.